Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon investigation, the patient was found with multiple short automatic mode switch episodes due to lead noise. The noise was otherwise not causing any issues. The physician elected to monitor the lead, and no programming changes were made. The patient was stable.